Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding two cartridge alarm 19 alarms during the load process and basal delivery. Customer's blood glucose level was not impacted. Reported info states that the cartridge may have been overfilled and that cold insulin was used.